Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model due to the pt experiencing halos and painful photophobia. In a f/u, the surgeon reported the pts' symptoms resolved following the exchange procedure. The surgeon did not feel the pt's symptoms were related to the iol, but rather the pt's personality. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot#. Additional info was requested on 02/16/2009, 02/25/2009, 02/26/2009 and 03/03/2009 by phone, fax and mail. A completed questionaire was received on 02/18/2009.